Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the longevity of this pacemaker had decreased significantly between follow-up appointments as it had been in retry mode. At this time the patient will continue to be monitored and no changes were made to the pacemaker. No adverse patient effects were reported.